Manufacturer narrative:
Device was discarded by the customer. Therefore, a product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep called to report that during a procedure, the patient was intubated with a trivantage emg tube and they noticed the cuff was not holding air. The patient was reintubated, there was approximately a 10 minute delay due to the reintubation. No harm or complications were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.